Manufacturer narrative:
The device was received for evaluation. During evaluation, it was observed the 'ok' key had repeated output. The cause was determined to be a failing keypad, which requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, there was repeated output with the 'ok' key when checking calibrations. No additional information is available.